Manufacturer narrative:
Describe event or problem updated with the additional information received on may 22, 2017.

Event description:
It was reported to boston scientific corporation on october 26, 2015 that a wallflex¿ biliary rx fully covered stent was implanted during an endoscopic retrograde cholangiopancreatography with stent placement procedure performed on (B)(6) 2015 as part of the e7034 wallflex biliary preoperative drainage neoadjuvant study. Reportedly, the indication for the procedure was to treat a 2.8 cm malignant pancreatic tumor. The patient was diagnosed with pancreatic adenocarcinoma with the tumor being located in the pancreatic head. The patient¿s baseline karnofsky score was reported as 90. Baseline assessment of biliary obstructive symptoms was conducted and the following symptoms were identified: right upper quadrant pain, dark urine, pale stools, jaundice and itching. Baseline laboratory tests were conducted on (B)(6) 2015. On (B)(6) 2015, the initial stent placement was performed as an inpatient procedure. A 10 mm x 40 mm wallflex biliary rx fully covered study stent was implanted in a satisfactory position across the stricture as a prophylactic pancreatic stent. A biliary sphincterotomy was performed during this procedure. A pancreatic sphincterotomy was not performed prior and during this procedure no prophylactic antibiotics were given. On (B)(6) 2015, the patient had an onset of abdominal pain which was deemed related to the study stent and fit the complication criteria for acute cholecystitis. The patient was hospitalized on (B)(6) 2015, a biliary reintervention was performed to remove the initially implanted wallflex¿ biliary rx fully covered stent and place a 10 mm x 60 mm wallflex biliary rx uncovered stent. The wallflex biliary rx uncovered stent was successfully implanted in a satisfactory position. During the reintervention, it was noted that the patient had cystic duct occlusion due to tumor invasion as seen on CT scan. It was also observed during ercp that the wallflex¿ biliary rx fully covered stent migrated proximally such that the orifice was minimally constrained by tissue and a larger 3 cm stricture was seen in the common bile duct extending into the common hepatic duct with about 1.5-2 cm unconstricted area in the common hepatic duct. Reportedly, the patient also underwent cholecystectomy on (B)(6) 2015 due to increased pain and abnormal CT findings as the cystic duct was occluded. The patient was discharged from the hospital on (B)(6) 2015. The patient was reported to be recovering. **additional information received on may 22, 2017: on (B)(6) 2015, it was noted that the wallflex biliary fully covered stent initially implanted on (B)(6) 2015, was occluded due to overgrowth. The patient underwent cholecystectomy on (B)(6) 2015, not (B)(6) 2015 (as previously reported). The event of abdominal pain related to acute cholecystitis was considered to be resolved on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Study: e7034 wallflex biliary preoperative drainage natx clinical trial. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2015 that a wallflex biliary rx fully covered stent was implanted during an endoscopic retrograde cholangiopancreatography with stent placement procedure performed on (B)(6), 2015 as part of the e7034 wallflex biliary preoperative drainage neoadjuvant study. Reportedly, the indication for the procedure was to treat a 2.8cm malignant pancreatic tumor. The patient was diagnosed with pancreatic adenocarcinoma with the tumor being located in the pancreatic head. The patient's baseline karnofsky score was reported as 90. Baseline assessment of biliary obstructive symptoms was conducted and the following symptoms were identified: right upper quadrant pain, dark urine, pale stools, jaundice and itching. Baseline laboratory tests were conducted on (B)(6), 2015. On (B)(6), 2015, the initial stent placement was performed as an inpatient procedure. A 10mm x 40mm wallflex biliary rx fully covered study stent was implanted in a satisfactory position across the stricture as a prophylactic pancreatic stent. A biliary sphincterotomy was performed during this procedure. A pancreatic sphincterotomy was not performed prior and during this procedure no prophylactic antibiotics were given. On (B)(6), 2015, the patient had an onset of abdominal pain which was deemed related to the study stent and fit the complication criteria for acute cholecystitis. The patient was hospitalized on (B)(6), 2015. On (B)(6), 2015, a biliary reintervention was performed to remove the initially implanted wallflex biliary rx fully covered stent and place a 10mm x 60mm wallflex biliary rx uncovered stent. The wallflex biliary rx uncovered stent was successfully implanted in a satisfactory position. During the reintervention, it was noted that the patient had cystic duct occlusion due to tumor invasion as seen on CT scan. It was also observed during ercp that the wallflex biliary rx fully covered stent migrated proximally such that the orifice was minimally constrained by tissue and a larger 3cm stricture was seen in the common bile duct extending into the common hepatic duct with about 1.5-2cm unconstructed area in the common hepatic duct. Reportedly, the patient also underwent cholecystectomy on (B)(6), 2015 due to increased pain and abnormal CT findings as the cystic duct was occluded. The patient was discharged from the hospital on (B)(6), 2015. The patient was reported to be recovering.